Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, increased sensitivity and fistula. No further patient complications were reported.